Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that while performing a primary procedure on patient's left knee, the tcg insert trial fractured on removal from patient. Rep reported the device had a crack down the middle of it. Surgeon visually inspected the trial and reported that no pieces had broken off of the trial. Rep reported that there was no delay to surgery and no patient harm.

Manufacturer narrative:
An event regarding crack/fracture involving a triathlon tibial insert trial was reported. The event was confirmed. Method & results: -device evaluation and results: the insert trial fractured in overload. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. -medical records received and evaluation: not performed as medical records were not received. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there has been no other events for the lot referenced. Conclusions: material analysis of the returned component indicated the insert trial fractured in overload. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. No further investigation for this event is required at this time, if additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Product surveillance will continue to monitor for trends.

Event description:
It was reported that while performing a primary procedure on patient's left knee, the tcg insert trial fractured on removal from patient. Rep reported the device had a crack down the middle of it. Surgeon visually inspected the trial and reported that no pieces had broken off of the trial. Rep reported that there was no delay to surgery and no patient harm.